Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior apical pfr kit, the physician successfully threw the first mesh leg assembly through the patient's sacrospinous ligament. However, as the mesh leg was being pulled through the ligament with the capio device, the dilator reportedly became "trapped" behind the patient's ligament. The physician was unable to confirm whether or not the dilator bunched up. At that time, the needle, with "a couple" of centimeters of suture attached, detached from the mesh leg assembly and was captured inside the capio cage. The procedure was completed with another pinnacle anterior apical pfr kit without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.